Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 539 mg/dl. The customer had symptoms such as sick and difficulty in breathing and treated with manual injection. Customer's other blood glucose values were 545 mg/dl, 536 mg/dl, 410 mg,dl and 258 mg/dl. Customer reported that the insulin pump had low battery alert power loss alarm and pump error. The insulin pump will not be returned for analysis.